Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tube, they experienced issues with the tube underfilling and pushing off the needle tip. There was no report of patient impact.

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tube, they experienced issues with the tube underfilling and pushing off the needle tip. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Therefore, bd is not able to confirm the customers reported failure mode with the retain sample test results. Additionally, no tube push off was experienced during testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.